Event description:
Tooth brush head sits very loose on the motor...move around - oral-b [device connection issue]. Case narrative: consumer via e-mail stated that their oral-b electric toothbrush motor had some issues and the oral-b toothbrush head sat very loose on the motor. It moved around when they brushed and they even tried a new brush head that still moved. No injury was reported. 06-nov-2022 follow up via image: the suspect product was oral-b power oral care refills crossaction eb50. No injury was reported. 28-dec-2022 case update: the suspect product lot was m2115. No injury was reported.

Manufacturer narrative:
22-dec-2022 product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Tooth brush head sits very loose on the motor...move around - oral-b [device connection issue]. Case narrative: consumer via e-mail stated that their oral-b electric toothbrush motor had some issues and the oral-b toothbrush head sat very loose on the motor. It moved around when they brushed and they even tried a new brush head that still moved. No injury was reported. On 06-nov-2022 follow up via image: the suspect product was oral-b power oral care refills crossaction eb50. No injury was reported.